Event description:
Related manufacturer reference number 3006705815-2023-04293 and 3006705815-2023-02919. It was reported the patient had multiple high impedances on both leads. As such, during the ipg replacement the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of the event is estimated.